Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, when the patient was infused and drained, it was found that the trocar leaked near 1/3 of the needle handle. The new trocar was replaced on the spot. No effect on the patient.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, when the patient was infused and drained, it was found that the trocar leaked near 1/3 of the needle handle. The new trocar was replaced on the spot. No effect on the patient.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7290048. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.